Manufacturer narrative:
Work order search found no similar complaints. Claim #(B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -8.0 diopter lens became suck in the cartridge or injection system. There was patient contact, but no patient injury. On (B)(6)2022, the replacement lens was implanted into the patient's right eye (od) and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Claim#: (B)(4).